Event description:
It was reported that the device was not exchanging gas and was changed out. The pao2 was 30 entering and 70 exiting the device at 100%. The ptt was 60-65 with an average of 1400 units of heparin per hour. No change in the tmp. Incident is related to complaint #(B)(4) (mfg report # 8010762-2015-00657 and importer # (B)(4)) both devices were used on the same pt; this report is for the second device. (B)(4).